Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving unknown medication via intrathecal pain pump indicated for spinal pain indications. It was reported that during a routine refill on (B)(6)2022 it was difficult to fill or aspirate the pump smoothly. The rep stated they tried a different refill kit. The patient was going back on (B)(6) 2022 to have the hcp try again to fill the pump under fluoroscopy. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep)what was the patient's weight (lbs or kgs) at the time of the d ifficulty aspirating/filling pump at refill? ¿unknown ¿was the cause of the difficulty aspirating/filling pump at refill determined when the patient went back on (B)(6) 2022 ? If so, please clarify what it was. ¿it is unknown what the cause of the difficulty was. The physician believes the initial np who was trying to aspirate and fill the pump was not in the reservoir¿ what actions/interventions were taken to resolve the difficulty aspirating/filling pump at refill? ¿the patient was brought in on (B)(6) 2022 and the physician successfully aspirated and refilled the pump un fluor. ¿did the difficulty aspirating/filling pump at refill resolve? If not, what other actions were taken, or are planned, to resolve it? ¿yes¿